Event description:
Needle insulation allegedly ignited after use.

Manufacturer narrative:
In a series of tests, which simulated worst case conditions of use (power settings and simulated tissue), it was found the needle did not ignite. However, it was found the needle ingnited when subjected to a naked flame or when alcohol was present in the surgical site while settings of 200w were used. An add'l test indicated that the needle behaved in a similar manner when placed on the electrode/grounding pad. It may be noted that this testing was performed with needles from different manufacturing times and results were consistent under the exposed conditions. Exposing the colorado needle to a naked flame, alcohol (while at 200w settings), and touching the gounding pad could cause the insulation to ignite.